Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-jul-02, information was received from a manufacturer representative (rep), regarding a patient receiving compounded baclofen (300 mcg/ml, 134 mcg sc), dilaudid (4,000 mcg/ml, 1,798 mcg/sc) and bupivacaine (20,000 mcg/mp, 8,991 mcg/sc) via an implantable pump for intractable spasticity. It was reported the patient presented to the ER with s/s of overdose post 3-4 hours post refill. The patient's dose had been stable for 2-3 months. The rep witnessed the refill and the doctor had complete control of the needle with his hand and aspirated back every 4 ml to insure needle was always in the reservoir vault. The rep stated that their opinion was "not a pocket fill but a patient issue". The actions/interventions taken was the pump was turned down and the ptm was discontinued in the ER. The issue was resolved at the time of this report.